Event description:
It was reported this brady lead was surgically abandoned due to difficulty to remove lead. Moreover, the physician considers that there could be an adhesion at the lead tip, superior vena cava (svc), etcetera due to the prolonged duration since implantation. No additional adverse patient effects were reported.